Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that all of the patient connector slots had broken slot wires. It was noted the analyzer was functional. Analysis also found the front of the analyzer case had some nicks in it. Concomitant medical products: product ID 2067 analyzer. (B)(4).

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.